Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported leakage confirmed from a small hole in the blue connect part, during the ultrasound phase (us) of a cataract procedure. A large amount of air entered and the aspiration pressure did not rise, there was bubbles due to air during the procedure. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used anterior pak was returned and visually inspected. Visual inspection confirmed that a hole was observed on the aspiration blue fitting. The hole in the aspiration blue fitting is related to an error during the supplier's manufacturing process of the tubing. Action will not be pursued for this occurrence at this time, however, the supplier has been made aware of this customer issue. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).